Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and boston scientific obtryx were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, bso, a&p colpoperineorrhaphy, and anterior wall bladder neck suspension due to 3rd degree pop, sui, symptomatic rectocele and cystocele. The patient experienced extrusion, infection, urinary/bowel problems, recurrence, and bleeding. It was reported that patient underwent removal of mesh on (B)(6) 2012 due to mesh extrusion into vagina and recurrent vaginal vault prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.